Event description:
It was reported that a tibial articular surface provisional fractured.

Manufacturer narrative:
(B)(4). Initial report was inadvertently processed under the wrong notification date. Initial medwatch was submitted with a notification date of 12/23/2016 and submitted on 01/22/2017; however the correct notification date is 12/20/2016.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information. Updated: the reported event is considered confirmed as the returned tasp was fractured. Products were returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and post feature fractured off into three pieces. All fragments were not returned. Device history record  (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available, as frequency of use is unknown and a condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.